Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the IV set/20drop/c35/cqx1/std/80cm fl there was an issue with leakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the IV set/20drop/c35/cqx1/std/80cm fl there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: based on the investigation, a crack on chamber was found. On extended line of crack, a white line mark was observed. The white mark is made when chamber was pressed strongly and the root cause was identified as when chamber was pushed too much this crack might have occurred. In an in-process inspection, after chamber is assembled, pressure test is performed for the all items. Inspection did not reveal any problems with the batch. Based on the above information it was not possible to specify the place of occurrence and cause of the issue.